Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the device would not cross. No pt effects were reported. No additional event or pt info is available. This event is being filed based on the return goods lab analysis of the device, which revealed a dislodged stent. Additionally, it was confirmed with the physician that the dislodged stent occurred prior to use in the pt.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The stent was dislodged and not returned. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the inner or outer member or the tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.